Event description:
We opened a misonix bonescalpel microhook shaver (mxb-s1) to use with the bone scalpel handpiece. The small bit broke during use. This was only a few seconds into initial use. Md stated that he had not put any extra force or pressure on the bit and was surprised it broke. We opened a second shaver bit. The same thing happened again. It also happened at about the same spot on the bit. The broken pieces of the bits were able to be retrieved from the patient very easily and were set into the sharps container by the scrub. The scrub later passed off the bits to be shown to the neurosurgery coordinator and management.